Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging bruise in nose, nose irritation. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6 (investigation findings) missed to update in the previous report (MDR 2518422-2022-70534-1), which is corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient bruise in nose, nose irritation. There was no harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. An unknown contaminant around the iso port of the rear panel. Evidence of liquid ingress was observed to the blower and blower box. An unknown dust contaminant was observed on the bottom enclosure and on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigation confirmed no evidence of degraded sound abatement foam but presence of dust can be observed on the bottom enclosure and on the blower box. Section d8, d9, h2, h3 and h6 has been updated.